Manufacturer narrative:
The investigation for this report is still in process.

Event description:
While operating the analyzer, the customer received an initial result of 2.29 mlu/ml on the bhcg assay which repeated as 133.57 mlu/ml. The initial result of 2.29 mlu/ml was reported on 8/18/96 and run in a plastic 13x75 pour-off tube. The sample was poured into a sample cup which resulted in the second result of 133.57. On 8/19/96, the customer repeated the sample in the 13x75 pour-off plastic tube and received results of 1.84 and 2.30 mlu/ul. The customer then poured the original draw tube into a sample cup and received a result of 128.68 mlu/ml. The result was corrected and reported out as 133.57 mlu/ml. No report of injury.